Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the new endotracheal tube used after the exchange was reported come off exceptionally easy with the hub like the previous one. The patient did not suffer any adverse events and was discharged to rehab. The tube was present until the planned extubation.